Event description:
It was reported that the atrial lead exhibited high threshold, high impedance and low sensing. A lead fracture was suspected. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received. (B)(4).